Event description:
The pt reported that when the device amplitude is high enough to control the tremor, the pt has a "tingling, electrical sensation" in their tongue. No report of device explantation. An additional neurostimulator has been implanted since the date the event was reported to the manufacturer. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.